Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, oversensing due to noise was observed on the right ventricular (rv) lead. Reprogramming was carried out with the assistance of technical support to resolve the event. The patient was stable and will continued to be monitored.